Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump had not been delivering any insulin. The patient's blood glucose at the time of incident was 176 mg/dl. The customer inserted a new battery into the pump and it alarmed with an unexpected restart. Troubleshooting was initiated for the alarm and it was cleared. The customer was advised to monitor the pump and call back if issues recur. No products were returned or shipped.